Event description:
An optician reported about a patient who experienced corneal ulcer in left eye after using contact lenses. The patient was prescribed with antibiotics and eye drops. Lens was stopped for several months until the event was resolved. The patient also wears lenses on her right eye (with a different correction), with no associated problems.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).